Manufacturer narrative:
Due to lack of information related to the complaint (the fact that the syringe was discarded and that the lot is unknown), (expiration date and UDI number) and (device manufacture date) could not be properly filled out.

Event description:
According to the complaint, blood sprayed out from the bottom of the syringe. The blood hit the user. However, the blood was not directly in contact with the laboratory assistant.

Manufacturer narrative:
From the investigation it has not been possible to identify the root-cause (i.e. Unknown).